Event description:
Customer reportedly obtained results 2.3 inr on the coaguchek xs system and 1.7 inr on a professional system during duplicate testing. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.